Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and review of the device activity log showed only non critial error messages. The device displayed the "change battery" message because the capacity reached 50%. When the batteries are replaced the coloumb counter needs to be reset. Re-setting the coloumb counter resolved the malfunction. The batteries used were not returned for evaluation. The AED plus operator's guide states when replacing batteries to remove all batteries from the battery compartment and discard before installing any new batteries. Insert 10 new batteries into the battery well. Do not use old batteries. Press the coloumb counter button in the battery well only after installation of new batteries. No trend is associated with reports of this type.